Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique which resulted in peritonitis. The breach was further described as noncompliance to sterilization technique. On the same day of onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. Twenty two days after hospital admission, the patient recovered and antibiotics treatment was discontinued. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. No additional information is available.